Event description:
Patient (33yo, female) was implanted with a prodisc c implant at c5-6 on (B)(6) 2024. Patient had difficulty swallowing and it was found that the implant had expulsed. Surgeon removed the implant and fused the patient on (B)(6) 2024.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient (33yo, female) was implanted with a prodisc c implant at c5-6 on (B)(6) 2024. Patient had difficulty swallowing and it was found that the implant had expulsed. Surgeon removed the implant and fused the patient on (B)(6) 2024. A review of the DHR could not be completed because the lot number of the implant was not provided and could not be determined during the course of the investigation. Complaint trending found that the rate of complaints is within the levels outlined in the risk documentation. A review of the risk documentation found that the harms associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was not returned following the removal surgery; therefore, no device evaluation could be completed. Imaging was provided that showed the expulsed implant. The implant was removed due to migration / expulsion, a cause for the migration is unknown. This report is for 1 of 1 devices involved in this event.